Event description:
It was reported that one day post implant, the patient complained of sharp chest pain with pacing and a negative deflection was noted on the sensed electrogram. The right ventricular lead was thought to be perforated. A lead revision was performed and the lead was repositioned to a more septal placement. There were no further complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.